Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient¿s liberty cycler experienced a fluid leak which was discovered during an unknown phase and cycle of dialysis. The pdrn stated the patient reported air detected in cassette warning alarms, fluid leaks and the cassette breaking. The pdrn was advised to have the patient call in for troubleshooting for the leak. There was patient involvement but no harm or adverse event associated with the event. Additional information was requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient¿s liberty cycler experienced a fluid leak which was discovered during an unknown phase and cycle of dialysis. The pdrn stated the patient reported air detected in cassette warning alarms, fluid leaks and the cassette breaking. The pdrn was advised to have the patient call in for troubleshooting for the leak. There was patient involvement but no harm or adverse event associated with the event. Additional information was requested but has not been obtained.